Manufacturer narrative:
Device investigation was unable to confirm reported occlusion as the usb communication was inoperable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's pump unexpectedly displayed the reset screen. The customer's blood glucose level was not impacted. Tandem technical support assisted the contact with reloading the cartridge onto the pump.